Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model #: fg-5400-00j, serial #: (B)(4). Non bwi - sheath (agilis, sjm). (B)(4).

Event description:
It was reported during a paroxysmal atrial fibrillation (afib) procedure, an ablation at the posterior wall of the left atrium from the left inferior pulmonary vein bottom to the left superior pulmonary vein roof was conducted. The physician delivered ablation by dragging the sheath (agilis, sjm). During ablation, the hard edge of the sheath pierced the left superior pulmonary vein roof. It was observed by fluoroscope findings that the tip of the sheath pierced through the left atrium. A pericardial effusion was confirmed by the ultrasound findings. The patient was transported to an operating room without removing the sheath because the blood pressure reduction might have occurred if the sheath was removed. The physician stated that the sheath caused the effusion and not the not the ez steer thermocool nav 4mm catheter. Upon request, additional information was provided by the bwi field representative. The physician did not experience any difficulty in manipulating the catheter. It was unknown how many ablations the patient received before the event. The rf generator set to "power-control" mode. The power setting, temperature cut-off setting and flow setting were unknown. It was unknown if the patient received any anticoagulation in the procedure.